Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device remains locked when it is in the angled position. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. It was likely caused due to the bending tube deformed and worn. The angulation was less. However, most probable cause was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.